Event description:
It was reported the patient presented with increasing shortness of breath upon exertion and was hospitalized for deep vein thrombosis. The mean gradient was elevated. The valve was explanted and thrombus was observed. A 23 mm sjm mechanical valve was implanted.